Manufacturer narrative:
The pod was received with corrosion visible on the pcb assembly through the bottom housing and discoloration visible through the top housing. After opening the device, corrosion was observed on several internal components, including the reservoir, ratchet gear, mechanism rails, linkage assembly, catch beam, and bottom and middle batteries. A tear was found on the unexposed portion of the soft cannula which resulted in fluid leaking inside the device. Due to the corrosion, the data was unable to be retrieved from the pod. Without the data, it could not be conclusively determined if a hazard alarm had been generated by the pod. The exact cause of the reported alarm could not be determined. The reservoir cap was found to be dented. Impact marks were found on the underside of the top housing and in the piezo element, indicating post use damage.

Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported that the pod was alarming.